Manufacturer narrative:
A device history record review could not be performed because the lot number provided was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause could be due to an error during insertion. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer reports that the device was attempted to be inserted. Patient bleeding and catheter was removed by rn and notified surgeon who tried to reinsert the same and more bleeding occurred. The catheter was removed again and an urologist was consulted. Upon further information received on (B)(6) from the customer, the catheter was inserted during surgery with what was initially to be no problem; however, there was no drainage. The catheter was removed so the catheter can be irrigated, which is normal operating instructions. The customer reports that when the catheter was removed, there was clotting in the catheter and bleeding. The bleeding was identified due to a false passage in the urethra and emergency surgery had to be performed.

Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently underway. Upon completion, the results will be forwarded.